Event description:
It was reported that this ICD was part of the system revision due to infection. No adverse patient effects were reported. The ICD was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.